Manufacturer narrative:
(B)(6). (B)(4). The device is not returned. Image review is yet to be completed. Hence, no conclusion can be drawn.

Event description:
Type of procedure or technique used:anterior cervical discectomy and fusion it was reported that intra-op, fixation pin broke off inside the patient cervical vertebral body when pin removal was attempted. The "shard" of threaded pin was left in the vertebral body as the pin broke off several mm from the surface and was firmly imbedded. Plate and screws were implanted in standard fashion, no screw placed in the hole where broken pin remained. No adverse events were noted. No patient complications were reported and the patient was released from hospital under normal post op protocol.